Manufacturer narrative:
Product ID, 3888-33 lot# v594597 implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3888-33 lot# v360222 implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-60 serial# (B)(4), implanted: 2011 (B)(6), explanted: 2912 (B)(6), product type lead product ID, 37752 serial# (B)(4), product type recharger product ID, 37743 serial# (B)(4), product type programmer, patient product ID, 3708220 serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had painful burning stimulation and a loss in therapy. When the battery was palpated, the patient got painful stimulation. High impedances were also reported. The stimulator's amplitude was all the way up to 10.5 volts before the patient could feel anything. It was later reported that the impedances were all over. A lead revision was done, and all the leads were removed. Two new octad leads were placed, one for the right low back pain and one for the right leg pain. The patient was doing "okay."